Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was black foreign matter found on the inside hub of the bd precisionglide¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Three samples were returned in the original, opened blisters. A visual inspection was performed. There were no black spots observed on the inside of the hub therefore failure mode was not verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7361989 was used in the production of this batch. No issues or rejections were recorded in the device history record review. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that there was black foreign matter found on the inside hub of the bd precisionglide needle. There was no report of exposure, injury, or medical intervention.